Manufacturer narrative:
(B) (4): physio-control evaluated the device at the failure analysis center and observed a lock-up failure. Physio determined the root cause of malfunction to be a shorted ic chip, designator u5, from the interface pcb assembly. A replacement device was provided to customer.

Event description:
It was reported that the device automatically goes into the setup mode, pass code screen, upon power on. User was unable to enter codes or return to operating mode, a lock up failure. There was no patient use associated with the event.